Event description:
It was reported that the customer had a question about the insulin pump showing the reservoir is empty. Customer's blood glucose level was 273 mg/dl. Customer stated that she gave a bolus and the pump did not alarm. Customer stated that the units left show dashes on the pump. Customer's alarm history was reviewed and 2 low reservoir alerts were found. Customer was advised that the pump won't alarm for the empty reservoir until she tries a bigger bolus of 7.0 units, then it would alarm no delivery to tell her that there was a built up back pressure with no insulin in the reservoir. Customer tried the bigger bolus of 7.0 and it alarmed no delivery. No add'l info provided,

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.